Event description:
Customer reported a past high blood glucose event without knowing the suspected cause. Although the specific blood glucose level was not provided, it was noted as "high." Customer administered a corrective injection via multiple daily injections. Technical support advised the customer to consult with a healthcare professional to discuss potential impacts on blood glucose levels, which the customer understood and acknowledged.